Event description:
It was reported during in clinic follow up that the pacemaker exhibited a failure to be interrogated via radiofrequency-based telemetry. The issue was resolved by downloading updated firmware. The patient was stable and asymptomatic.